Manufacturer narrative:
Clarification to b5 description of event: the previous medwatches reported right side capsular contracture baker grade iii. The healthcare professional has since clarified that this complaint was only against the contralateral side device, and there is no complaint against the right side. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional later reported right side no complaint against the device. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Device remain implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remain implanted.

Manufacturer narrative:
Continued e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.